Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for 2 or 3 weeks, he had been receiving no delivery alarms and experienced high blood glucose over 400 mg/dl. The customer stated that he removes the site and the cannulas are straight; only one cannula was bent. The customer stated he had tried all remedies and declined troubleshooting. It was advised the insulin pump would be replaced. The customer had already reverted to insulin pens. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.